Event description:
The patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. Following insertion, the patient was noted to have an issue with distal perfusion in the right leg so a reperfusion line was utilized via the right-radial artery back towards an antegrade arterial stick in the right femoral artery. Additionally, the patient was still on vasoactives and discussed this with the physician, but there were concerns over thrombocytopenia, neutropenia, possible hemolysis, and distal perfusion driving a more rapid wean. Red blood cells and platelets were ordered. The patient was weaned from support and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Manufacturer narrative:
H6 code e0506 was erroneously entered on the initial manufacturer device report number. Code a24 was erroneously entered on the initial report and updated to a01. Investigation summary: the investigation was completed. The product was not returned for review. Data review: data logs showed the pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current spikes, abnormal placement signal or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.